Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred frequently occasionally rarely between 9/4/2025 and 11/4/2025. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss occurred. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).